Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that a portex® bivona® neonatal and pediatric tracheostomy tube leaked and sterile water in the cuff went into the trachea of the patient. The spo2 dropped to 80% and the patient was in hypoxia. The tube was changed immediately and the patient was stabilized after some time. The patient was put on a ventilator for 2 hours to get the spo2 back to normal. The outcome of the event was resolved. No other adverse events were reported.

Manufacturer narrative:
One used bivona® neonatal and pediatric tracheostomy tube was received from without its original packaging inside a (B)(6) bag. Visual inspection was performed at 12" under normal lighting in order to detect any damage on the cuff, airline or pivot balloon. During the visual inspection, it was observed that the cuff had air. When the air was taken out with a syringe, a wrinkle was noticed on the cuff. Following this observation, 5cc of air was inserted into the unit as per the leak and cuff symmetry test. The goal of this test was to determine if the unit was able to inflate. The test determined that the unit deflated immediately after it was inflated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. After a review of the different verifications that are performed during the manufacturing process to detect leaks on cuff, the most probable root cause is that damaged occurred after the product left the shm facility.